Manufacturer narrative:
The biomedical engineer (bme) reported that the bedside monitor (bsm) had nibp issues. It inflated, but at 185 mmhg, it dropped then had a hard time getting back up. It will only increase in increments of 18-20 but would not hold. In addition, the qi-170pa wireless lan station is used with the bsm and allows it to communicate with the network. However, this qi-170pa will randomly / intermittently power off in use and was losing connection. The bsm was not communicating with either the remote network station (rns) and the central nurse's station (cns) and was showing communication loss error on both. When they looked at the device, the qi-170pa was off and none of the lights are on. They took it off and made sure it was seated properly. They tried it on another bsm and found that the qi-170pa wireless lan station was working intermittently and failing more than working. The lock release lever is also damaged on the bsm, but they are going to repair that before sending the unit in for repair. It was damaged because someone thinking that was how you remove it from the docking station broke it. They did not realize that the docking station had its own lock release. The staff stated it was due to brute force pushing down on the lock release. The device itself does not have any damage to it and no signs of being dropped. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.the following fields are not applicable (na) to the MDR report:b2 d4 lot number & expiration d6a - d6bd7bf1 - f14g4 device bla numberg5g7 h2 h7 h9the following fields contains no information (ni), as attempts to obtain information were made, but the information was not provided. A2 - a6b6 - b7attempt #111/30/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received.attempt #212/01/2023 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the patient information as requested.additional device information:d10: concomitant medical device: the following device(s) were being used in conjunction with the bedside monitor.wireless lan station model: qi-170pasn: 02679device manufacturer date: 04/22/2019 unique identifier (UDI) #: 04931921130162returned to nihon kohden: 12/19/2023

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) had nibp issues. It inflated, but at 185 mmhg, it dropped then had a hard time getting back up. It will only increase in increments of 18-20 but would not hold. In addition, the qi-170pa wireless lan station is used with the bsm and allows it to communicate with the network. However, this qi-170pa will randomly / intermittently power off in use and was losing connection. The bsm was not communicating with either the remote network station (rns) and the central nurse's station (cns) and was showing communication loss error on both. When they looked at the device, the qi-170pa was off and none of the lights are on. They took it off and made sure it was seated properly. They tried it on another bsm and found that the qi-170pa wireless lan station was working intermittently and failing more than working. The lock release lever is also damaged on the bsm, but they are going to repair that before sending the unit in for repair. It was damaged because someone thinking that was how you remove it from the docking station broke it. They did not realize that the docking station had its own lock release. The staff stated it was due to brute force pushing down on the lock release. The device itself does not have any damage to it and no signs of being dropped. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the nibp module for the bedside monitor (bsm) was not inflating properly, increasing in increments of 18-20, then not holding the pressure. The wlan station was also intermittently failing and powering off while in patient use. Additionally, the lock release lever was damaged. No patient harm was reported.

Manufacturer narrative:
Corrected information: d1 brand name: corrected the brand name from bsm-1753a to life scope pt. D4 additional device information / model #: corrected the model # from bsm-1753a to bsm-1753. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. G4 premarket identification / PMA/510(k) number: corrected the 510(k) # from k080342 to k220976. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the nibp module for the bedside monitor (bsm) was not inflating properly, increasing in increments of 18-20, then not holding the pressure. The wlan station was also intermittently failing and powering off while in patient use. Additionally, the lock release lever was damaged. No patient harm or injury was reported. Investigation summary: the device was sent in for evaluation and repair. During the evaluation of the returned device nihon kohden repair center (nk rc) was able to confirm the issue with the nibp module but not the wlan station qi-170pa. No issues were observed with the wlan station. Nibp components were replaced to resolve the issue. Nibp failures may result from device damage or broken components including damaged buttons on the control panel, broken nibp sockets on the bedside device, or physical damage impacting internal components (e.g., pump, dpu, power bd, digital bd). Issues may arise due to wear and tear of the nibp components resulting in nibp circuit failure, pump failure or a stuck solenoid. The device was installed in (B)(6) 2019 with no history of nibp issues. Wear and tear are a probable root cause as the pump used for the nibp is a mechanical component which is susceptible to wear and tear. The reported wlan station intermittent power issue is likely related to the damage reported by the customer. Damage to the release lever may have caused an incomplete connection of the connector and powered off the device. As the release lever had been repaired by the customer, a root cause cannot be determined. Physical damage is likely to occur as a result of mishandling or wear and tear. Mishandling of a device can be related to dropping the device, hard impacts, or improper use. Damage to the device can extend to internal components vital for operation. Wear and tear due to aging or frequency of use can gradually degrade components. Additional device information: d10: concomitant medical device: the following device was used in conjunction with the bedside monitor. Wireless lan station: model: qi-170pa. Sn: (B)(6). Device manufacturer date: 04/22/2019. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: 12/19/2023.

Event description:
The biomedical engineer (bme) reported that the nibp module for the bedside monitor (bsm) was not inflating properly, increasing in increments of 18-20, then not holding the pressure. The wlan station was also intermittently failing and powering off while in patient use. Additionally, the lock release lever was damaged. No patient harm was reported.